Event description:
It was reported that the event occurred in the operating room when the md anesthesiologist attempted to put a 20 ml syringe onto middle needleless port. The syringe was pushed back off of the needleless port, half of the port cracked/broke off, and the fluid was pouring out of the site. The lactated ringer's solution (lr) were infusing at the time of the event. The tubing was quickly changed and the medication was continued for the patient. There was no patient harm.

Manufacturer narrative:
Additional information provided: the customer¿s report that the needless port cracked and/or broke off was confirmed. Visual inspection noted the primary set¿s distal smartsite female luer adapted was broken in half at an angle. Closer inspection observed white stress marks at the break site with rough and uneven surfaces. The broken off piece of the smartsite¿s fla was not received. No other visual anomalies were observed. Functional testing could not be conducted due to the break on the smartsite. The probable root cause of the smartsite break is excessive force being applied to the smartsite as indicated by the observed stress marks. Additionally, extended exposure to alcohol in disinfecting caps could weaken the plastic of the smartsite making it easier to break. The root cause of the breakage could not be definitively determined.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the event occurred in the operating room when the md anesthesiologist attempted to put a 20 ml syringe into the middle of the needleless port. The syringe was pushed back off of the needleless port, half of the port cracked/broke off, and the fluid was pouring out of the site. The lactated ringer's solution (lr) were infusing at the time of the event. The tubing was quickly changed and the medication was continued for the patient. There was no patient harm.